Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with atrial lead non-capture. The lead was not capturing causing patient to have no atrial filling and blood pressure to drop during the generator change procedure. Capture threshold had been stable and being monitored but at box change for battery depletion, it was witnessed non capture caused patient to have pacemaker syndrome. The lead was capped and replaced on (B)(6) 2020. The patient was stable.